Event description:
It was reported that the asymptomatic patient presented for a routine follow-up. Upon interrogation, the right ventricular lead exhibited high impedance. The physician elected to monitor the patient since all other electrical values were within range.

Manufacturer narrative:
(B)(4).